Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 15 mg/ml at a dose rate of 3 mg/day via an implantable pump for spinal pain. It was reported that the patient experienced symptoms of overdose including but not limited to somnolence,tight pupils, and no pain. The date of the event was unknown. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted that pump was previously replaced on (B)(6) 2016. The physician lowered the daily dose to the lowest programmable dose. Regarding the pump replacement, it was noted that pre-operation they started at 3 mg/day and now the patient was down to 0.72 mg/day as of (B)(6) 2016 and the symptoms persist. The physician had ordered drug with a lower concentration, but the drug will not be to practice until (B)(6) 2016. No surgical intervention was performed nor was surgical intervention planned. The issue was not resolved and the patient was without injury regarding their status as of the date of the report. Other medication (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On 2016-08-30, a company representative clarified that the pump was previously replaced on (B)(6) 2016 due to end of life (eol).

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from the manufacturer representative. The patient reported that their normal pain was gone; she was pain free, but very sleepy. The concentration and daily dose were lowered and the patient was doing better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.